Event description:
Summary of issue: when changing out a medication syringe and restoring the infusion; a discrepancy may occur between the volume infused value indicated on the alaris syringe module and what is documented in the electronic medical record (emr). Due to the fact that the alaris syringe module can detect the exact volume in the syringe, this may have been caused by the volume to be infused (vtbi) value not revised to reflect the volume in the new installed syringe. This affects all syringes and all library profiles. How many times occurred: how many times it has occurred is being assessed with an audit this week, but that will only be a subset of all of our patients who are treated via the pump. It is very difficult to know for sure how often it has occurred/occurs due to low event reporting by nursing (and/or they don't even catch it). We have four recent known events. The three most recent reports are from an audit of pump messages only, found in a time span of less than 48 hours. Both patient safety events and non-medical events have occurred. Our belief is that many unidentified patient safety events have occurred as nursing does not often catch the erroneous volume that has charted on the patient from the pump. I suppose if they catch it, and correct the value manually in the emr, these might be considered non-medical events. Clinical care of our smallest patients is being compromised because when wrong intake values are being sent to the emr via the pump, decisions about how to manage fluid balance are impacted. Examples of the safety consequences are: nutrition (could result in less calories being supplied) in nicu babies and small infants and decisions about the need (and dose needed) for diuretics in cardiac patients are impacted if the chart makes it appear the patient has a positive fluid balance. Overall, it is fundamentally unsafe for a very common critical care nursing workflow to result in the pump sending incorrect data to our emr. The values sent to our emr did not infuse into the patient through the pump. Work with bd: two years ago several months of email communication and meetings occurred with the pump team leaders and bd. At the end, due to a slow response from the manufacturer, risk and executive leadership became involved. Our understanding at that time was that promises were made that this would be fixed by early 2018. Bd sent a tip sheet for the interim. The email response from bd two weeks ago seems to indicate that they believe this "tip sheet" was the fix. It is not. The bad data is still being sent to our emr. Manufacturer response for infusion pump, carefusion alaris syringe module 8110 (per site reporter). Bd sent out a tip sheet to intermountain on how to correctly use the pump. This tip sheet reflects our current practice and does not resolve the issue.